Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure coil that had actually perforated through the uterine wall and sticking out about a 0.5 cm exposed through the uterine wall'), pelvic pain ('pelvic pain/ labour like pain') and gallbladder disorder ('gallbladder issues') in an adult female patient who had essure (batch no. 96-411-dk-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included discomfort. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), gallbladder disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), migraine ("other injuries/symptoms -migraine"), vaginal infection (""other" please describe -vaginal infection"), arthralgia ("joint pain"), fibromyalgia ("fibro"), dyspepsia ("heart burn") and constipation ("constipation"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral), gallbladder removal and hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2018. At the time of the report, the uterine perforation, gallbladder disorder, abdominal pain, psychological trauma, migraine, vaginal infection, arthralgia, fibromyalgia, dyspepsia and constipation outcome was unknown and the pelvic pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, arthralgia, constipation, dyspepsia, fibromyalgia, gallbladder disorder, menorrhagia, migraine, pelvic pain, psychological trauma, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiffs received treatment for pelvic pain, abdominal, menorrhagia, migraine, vaginal infection. Concerning the injuries reported in this case, the following ones were reported via social media: gallbladder disorder, joint pain, fibromyalgia, dyspepsia, constipation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event added- joint pain, fibromyalgia. Reporter information was added. Fu 9, 10, 11, 12, 13, 14 processed together. On 23-mar-2020: social media received. Reporter information was added. On 23-mar-2020: social media received. Reporter information was added. On 23-mar-2020: social media received : events added- heart burn. Reporter added. On 23-mar-2020: social media source received: additional reporter information added. On 23-mar-2020: social media source received: additional reporter information added. Event- constipation added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), migraine ("other injuries/symptoms -migraine") and vaginal infection (""other" please describe -vaginal infection"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, psychological trauma, migraine and vaginal infection outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, menorrhagia, migraine, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: plaintiffs received treatment for pelvic pain, abdominal, menorrhagia, migraine, vaginal infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. Event-injury was deleted device category changed from device other event to incident. Events added from pfs- pelvic pain, abdominal, menorrhagia, psych injury, migraine, vaginal infection, she did not undergo confirmation test. Reporter information, date of birth were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure coil that had actually perforated through the uterine wall and sticking out about a 0.5 cm exposed through the uterine wall'), pelvic pain ('pelvic pain') and gallbladder disorder ('gallbladder issues') in an adult female patient who had essure (batch no. 96-411-dk-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included discomfort. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), gallbladder disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), migraine ("other injuries/symptoms -migraine") and vaginal infection (""other" please describe -vaginal infection"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral), gallbladder removal and hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, gallbladder disorder, abdominal pain, psychological trauma, migraine and vaginal infection outcome was unknown and the pelvic pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, gallbladder disorder, menorrhagia, migraine, pelvic pain, psychological trauma, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiffs received treatment for pelvic pain, abdominal, menorrhagia, migraine, vaginal infection. Concerning the injuries reported in this case, the following ones were reported via social media: gallbladder disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from pfs (social media) : event gallbladder issues added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure coil that had actually perforated through the uterine wall') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 96-411-dk) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included discomfort. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), migraine ("other injuries/symptoms -migraine") and vaginal infection (""other" please describe -vaginal infection"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral) and hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, abdominal pain, psychological trauma, migraine and vaginal infection outcome was unknown and the pelvic pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, menorrhagia, migraine, pelvic pain, psychological trauma, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiffs received treatment for pelvic pain, abdominal, menorrhagia, migraine, vaginal infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2020: pfs received. Lot number was added. New events abnormal bleeding (vaginal), uterine perforation was added. Updated outcome of events pelvic pain, abnormal bleeding (vaginal) from unknown to recovered. Concomitant condition, reporter, patient demographics was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure coil that had actually perforated through the uterine wall') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 96-411-dk-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included discomfort. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), migraine ("other injuries/symptoms -migraine") and vaginal infection (""other" please describe -vaginal infection"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral) and hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, abdominal pain, psychological trauma, migraine and vaginal infection outcome was unknown and the pelvic pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, menorrhagia, migraine, pelvic pain, psychological trauma, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiffs received treatment for pelvic pain, abdominal, menorrhagia, migraine, vaginal infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jan-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.